Event description:
Patient allegedly received an implant on (B)(6) 2015 via left common femoral vein due to contraindication to anticoagulants (per implant operative report). Patient alleges fracture, migration, perforation, caval thrombosis and pe/dvt." Per a CT (computed tomography) scan of abdomen and pelvis dated (B)(6) 2016, ¿impression: there is a linear metallic density seen along the inferior aspect of the right ventricle. There is note of an inferior vena cava filter with a fractured secondary stress. The finding is concerning for strut fracture and embolization, with perforation of the strut through the right ventricle or possible migrated into the right coronary vein. The acuity of this finding is uncertain but it was not noted on the prior 9/20/2015 CT angiography of the chest. Eccentric thrombus in the inferior vena cava and extending into the right common iliac vein.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿impression: abnormal appearance of the legs of the ivc filter with legs extending beyond the lumen of the visualized ivc. Follow-up as clinically indicated.¿